Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that while brushing their teeth, the round brush shot off of the attachment. No injury was reported.